Event description:
It was reported that the user was initially unable to place the cartridge in the ilet, and later identified that the needle inside the infusion set connector was bent during connection to the cartridge. No reported symptoms or changes in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and education by phone. Investigation of this case revealed an infusion set and cartridge handling issue with an incorrectly attached or deployed infusion set connector, consistent with a bent connector needle. It was concluded, based on previously established findings for similar reports, that the cause was use error during infusion set connection.